Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened b keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The b button on the insulin pump had frequently no or intermittent button response. Customer's blood glucose was unknown. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not being returned for analysis.